Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of hypovolemia, hypotension, and hyponatremia, which required an observational hospital stay and IV hydration. The pdrn attributed causality to the patient¿s hypovolemic state, due to utilizing only 2.5% and 4.25% dextrose solutions. Per the patient¿s pdrn and spouse, the events were unrelated to the utilization of any fresenius device(s) and/or product(s). Hypotension is a common yet serious complication among pd patients, and hypovolemia is one of the leading causes. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event related to a fresenius device(s) or product(s) occurred. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a medical emergency. Follow-up with the patient¿s spouse and pd registered nurse (pdrn) revealed the patient was transported to the hospital via ambulance on 23/jan/2021 for hyponatremia, hypotension, and hypovolemia. It was discovered the patient was reportedly utilizing only 2.5% and 4.25% dialysate, which was the reported cause of the serious adverse events. In the emergency room (ER) the patient was given intravenous (IV) normal saline (volume not provided) and was admitted for observation (<24 hours). In the morning, the patient¿s blood pressure had stabilized, and the patient¿s sodium level had normalized (values not provided). The patient was discharged on (B)(6) 2021 and has recovered from the events. The patient did not undergo pd while hospitalized due to the short length of stay. The patient has resumed continuous cycling peritoneal dialysis (ccpd) therapy, utilizing the same liberty select cycler and has recovered from the events. The pdrn stated the patient was provided education on when to use each solution strength. Per the patient¿s spouse and pdrn, the events were unrelated to the utilization of any fresenius device(s) and/or product(s).